Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.75x38 mm taxus liberte drug eluting stent would not cross the lesion. The 90% stenosed lesion being treated was located in the severely calcified proximal to mid right coronary artery (rca). The lesion was predilated with a 3.0 mm balloon (manufacturer unknown). The procedure was completed with another taxus liberte stent. No patient complications were reported. Patient status reported as "good". However, the returned product revealed a shaft fracture.

Manufacturer narrative:
Visual and microscopic examination of the device revealed that the hypotube had broken approximately 25.5cm distal from the catheters strain relief. The device was kinked at the point of separation. This type of damage is consistent with excessive force being applied to the delivery system. Attempts to insert the recommended size guidewire (0.014 inch) were unsuccessful due to solidified contrast media present within the entire length of the lumen. No other kinks or damage were noticed along the shaft of the device. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No additional product analysis or external evaluations were performed. A review of the top assembly device history record found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context. This is due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.